Event description:
It was reported that a micro-volume extension set with 0.2 m filter leaked at the "connection to syringe". The issue resulted in a delay in patient care, contamination of the central line, and loss of medication intended for infusion in the neonatal intensive care unit (nicu). There was no report of patient injury or medical intervention associated with these events. No additional information is available at this time.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.